Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. The pump powered on with auditory alarm functioning, indicating that there was power to the pump; the display screen was blank. A leak test revealed a crack at the top right corner between display lens and pump seal. Further testing was not able to be performed. The pump was opened and moisture was observed on the power printed circuit board and throughout the pump casing. The complaint of a power issue was not duplicated however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.